Event description:
Ruptured breast implant. Pt has fatigue, lethargy, joint ache in ankles and wrist, allergies, sinusitis, hives, prolapsed mitral valve, premature menopause, bladder cancer, memory loss, word retrieval problems, migraines, confusion, capsule formation and visual deterioration.